Manufacturer narrative:
Since the screw was not returned but remains implanted in the patient no inspection of the broken screw or review of the manufacturing records could be conducted. At this time, the surgeon has no plans to remove the broken screw and the patient is doing well.

Event description:
The patient had spinal posterior fusion surgery on (B)(6) 2017. It was discovered on (B)(6) 2017 during a follow up visit that one of the lumbar pedicle screws had broken. Since the patient is doing well, the surgeon has no plans on removing this broken screw.